Event description:
It was reported by service report that there was no power to the bed.

Manufacturer narrative:
Follow-up submitted to provide a corrected serial number of (B)(4).

Event description:
It was reported by service report that there was no power to the bed.

Manufacturer narrative:
Result: dc power supply.